Manufacturer narrative:
The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection, the proximal contact wire was bent , the coil delivery wire was kinked/bent, and the distal tip was not intact as the coil was broken. The coil was also found stretched and the suture was damaged. Functional inspection was unable to be carried out due to the condition of the returned device. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The main coil was seen to be stretched, the suture was damaged and the main coil was broken. This damage to the device will be assigned procedural factors as the complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The coil delivery wire and proximal contact was kinked and bent. This would have been caused by handling of the device when difficulty was felt advancing. This damage to the device will be assigned handling damage because it appears to be associated with handling of the product or portion of the product during the procedure.

Event description:
The device was returned for analysis and the investigation of the device revealed that the coil (subject device) was broken during use. No clinical consequences were reported to the patient due to this event.